Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii tether on the tension spring disengaged from the seal. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. The delivery device was returned outside of the loading device. The slide lock and white plunger were depressed on the delivery device. The proximal seal and tension spring assembly were not returned. The reported complaint could not be confirmed for tether on the tension spring disengaged from the seal as neither the seal, nor the tension spring assembly were returned. (B)(4).